Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pumps usb port had some smoke while plugged in and charging. The customer did not experience any injuries and there was no reported impact to customer¿s blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.